Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up one ams event log was available. The ams was caused by farfield oversensing, but markers that should indicate atrial sensing during pvarp was missing on the egm. No further information is available.